Manufacturer narrative:
The device was returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate the a lot-specific product issue. All information was investigated, and the reported gripper line break was not confirmed as the gripper line was intact upon return device analysis. The reported gripper actuation issue and material separation however, were confirmed via returned device analysis. The investigation determined that the gripper line break was the user¿s perception/assumption for the cause of the gripper actuation issue. The reported gripper actuation issue and material separation (detached suture knots) appear to be related to a product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.h6: patient code 1562 was added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue and broken gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per the instructions for use (IFU) and was inserted without issues. However, while in the valve, the clip was opened, but the grippers did not move. The physician suspected that the grippers were no longer attached to the gripper line. Therefore, the cds was removed and replaced. Once the clip was removed, it was noticed that the gripper line had broke. One clip was then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.